Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2618282-2024-00016 was sent in error. This event was previously reported via MFR# 2618282-2024-00009.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), the sample clotted and was rejected by the lab. The specimen had to be recollected. There was no health impact or consequences reported.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), the sample clotted and was rejected by the lab. The specimen had to be recollected. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.